Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a device upgrade procedure, an insulation anomaly was noted on the ventricular lead. The lead was capped and replaced. The patient was stable during and following the procedure.